Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic not feeling well. It was noted that the right ventricular lead was fractured, exhibited high pacing impedance and high capture threshold. The lead was not capturing. The lead was capped and replaced on (B)(6) 2018. The patient was stable.